Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021, the lens was removed due to low vault. In a subsequent surgery later that day, a longer length lens was implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).